Event description:
During an atrial fibrillation procedure, a perforation at the roof of the la occurred which required surgery to stabilize the patient. Pulmonary vein isolation was performed without any issues. After attempting to induce pacing, atrial flutter was started. It was thought that it may be typical atrial flutter, so the sheath and catheter were pulled back into the ra and the cti was ablated. The tachycardia did not stop, so the physician tried to go back into the la to map the tachycardia there, which was very difficult. The physician went transseptal after approximately 10 minutes with the sheath and ablation catheter. Before mapping started, slight changes were noted in the surface ECG; the qrs completed suddenly because wide and it looked like a lbbb. After 2 minutes, the st segment changed and the blood pressure went down dramatically. Mapping and ablation were stopped and the physician started the CPR protocol for heart failure. The patient had a pericardial tamponade. A pericardiocentesis was performed which stabilized the patient for approximately one hour. The patient was transferred to intensive care and had to be resuscitated again because she continued to lose blood. She was then taken to surgery and is currently in a medically induced coma. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.